Manufacturer narrative:
Findings: pump received with no button response at escape and act button due to unlocked connector on lcd board. No button error alarm during testing. Pump was tested with no time clock anomaly noted. Unable to confirm unexpected battery out limit alarm and unable to perform any tests due to buttons unresponsive. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not respond. They had a battery out limit alarm and would hit the escape button but it was not clearing the alarm. The customer's blood glucose level was 97 mg/dl. The customer stated the buttons were not working. They were advised to observe the time clock for one minute to verify if time advances. The customer state the time clock was stuck at 12:05. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.